Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one week post implant the patient experienced muscles stimulation as the patient felt a spasm near the apex of the heart with their heart beat. It was further reported that the right ventricular (rv) lead exhibited non capture at maximum output, variable r waves and undersensing. A possible micro perforation was suspected as an x-ray showed the lead pointing down at the apex and very far out in the apex. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.